Manufacturer narrative:
The company service representative examined the system and was unable to duplicate the problems reported. The software was updated. The system was then tested and met all product specifications. A review of complaints for system revealed there has been one (1) additional complaint related to the reported issue in the last 24 months. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "two cases were canceled" (surgical procedure, delayed). Product problem(s): "the vacuum is not working" (aspiration issue). "The system shut down and rebooted on its own" (loss of power). The facility biomedical engineer reported the vacuum is not working. The system shut down with no system message. The system also rebooted on its own during surgery. The surgery was completed with no patient harm. Two cases were canceled. The canceled cases were not prepped. The facility biomedical engineer stated the vacuum problem may be a handpiece problem. All the handpieces are in circulation and he does not know which handpiece has the vacuum problem. No patient injury was reported.